Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient cannot connect to the ipg with external devices following an unrelated surgery. Troubleshooting was unable to resolve the issue. Surgical intervention may be pending to address the issue

Event description:
Further follow-up indicates the system was explanted sometime in (B)(6) 2019.